Event description:
It was reported that two weeks post operative of a hemorrhoidopexy, the pt indicated to the surgeon that he experienced severe constipation and stricture. Unk how case was completed. The device will be returned.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.